Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a flexible ureterorenoscopy (furs) with laser and catheter collocation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the flexible ureteroscope was unable to pass through the navigator due to the crack noted on the tip of the outer sheath of the navigator. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Investigation results: visual examination of the returned navigator hd access sheath revealed that the dilator and sheath were bent in the middle, while the edge of the sheath tip was damaged and was pushed inward. During the dimensional inspection, a pin gage could not be inserted into the sheath due to the damage found on the sheath tip. The noted damages indicate difficulty was experienced during the procedure and are likely due to anatomical or procedural factors such as tortuous anatomy or maneuvering of the device. Therefore, a review and analysis of all available information indicated that the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a navigator access sheath was used during a flexible ureterorenoscopy (furs) with laser and catheter collocation procedure performed on (B)(6) 2016. According to the complainant, during the procedure, the flexible ureteroscope was unable to pass through the navigator due to the crack noted on the tip of the outer sheath of the navigator. The procedure was completed with another navigator access sheath device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.